Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a battery failure error. There was no patient involvement when the issue occurred. No patient or user harm reported. While performing a self-check, the customer reported that the device displayed a battery failure error. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital's equipment staff replaced the battery to resolve the issue. The device was reported to have been returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.